Event description:
It was reported that during a water vapor therapy treatment, the needle could no longer be removed, and it was resolved by physically breaking the needle. It was confirmed that manual retraction was attempted but failed. The procedure was completed using another delivery device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified that the magnet and release pin were not returned with the delivery device. Functional and mechanical testing could not be performed as the device returned disassembled. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the device instructions for use (IFU) was completed, there were no issues with the translation, wording or graphics. There was no evidence that the device was not used in accordance with the IFU. A risk review was completed and confirmed that the event of needle - failure to retract during procedure/ manual retraction used was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of needle - failure to retract during procedure/ manual retraction used was confirmed as the device returned disassembled, and mechanical and functional testing could not be performed. Therefore, a clear probable cause for the event could not be established, thus, an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy treatment, the needle could no longer be removed, and it was resolved by physically breaking the needle. The procedure was completed using another delivery device. There were no patient complications.